Event description:
The customer reported the table emergency switch was broken and rendered the system operable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the emergency stop switch. The system operates as intended.